Event description:
The account alleged that the right head siderail would not latch in the up position due to a broken weld at the lower pivot. No injuries and he didn't know if a pt was in the bed.

Manufacturer narrative:
The account replaced the right head siderail to repair the bed.